Event description:
It was reported that the device had a error code which occurred during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
B5: additional information received via email on 23-august-2022 from customer and attached in complaint: issues happened while testing and date is unknown. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device inoperable; the tamper seal was all intact. There was evidence of the reported error in the event history log. The reported problem was duplicated during the investigation and functional testing. The investigation found that the motor was locked due to the error code on the pump display. The motor was found to be faulty which caused the reported issue. It was recommended that the faulty motor be replaced as a corrective action. The root cause was unknown. The product is 15 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).